Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 rounds of inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and troubleshooting options were discussed. Ts noted a possible right ventricular (rv) lead dislodgement, which was later confirmed through x-rays. The lead was later revised. The lead and device remain in service. No adverse patient effects were reported.